Event description:
It was reported that the customer had 6 no delivery alarms. Customer stated that the cannula looked fine and saved the tubing. Customer stated that she has had bent cannulas where the pump did not alarm. Customer's blood glucose level was over 500 mg/dl. Customer reported that the alarm was resolved by complete set change. Customer would like to return the reservoir for analysis. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.